Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 9-may-2024, it was reported that one infusion set was fell off during use. The infusion set is long for less than 48 hours and area of insertion is skin tac. No further information available.